Manufacturer narrative:
The subject device is available, device analysis in progress.

Event description:
It was reported the balloon burst. There was no clinical consequence to the patient.

Manufacturer narrative:
Expiration date - added. Device evaluated by mfg - updated. Summary attached - added. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was returned and magnified inspection confirmed the balloon had a hole and noted the proximal shaft was damaged; no additional anomalies were observed. The balloon was unable to inflate and leaked during functional testing due to the damages noted. Because device analysis and the information available failed to identify an assignable cause, undeterminable was assigned to this event.

Event description:
It was reported the balloon burst. There was no clinical consequence to the patient.